Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to attach the connector to the chamber, stating the connector seated flush in the cartridge but would not rotate to the 12 o¿clock position; the user switched to a new connector and it functioned as intended. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no need for medical care, no alerts or alarms, and no product replacement requested. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed a connection difficulty consistent with a device assembly or fitment issue involving the connector-chamber interface, which resolved with a different connector. It was concluded, based on similar reports, that the cause was a component fit variation or user interface alignment issue.